Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open end to end anastomosis, using a circular stapler, after firing and opening the device, the surgeon got an audible feedback (tilt of anvil). There was a resistance when trying to pull out the device. The device was pushed for a few millimeters and the surgeon started to pull the device out. The anvil got unloose and stayed in the rectum while the handle was pulled out. A proctoscope was used to pull out the anvil with forceps and the anastomosis was good. No patient injury.